Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 301940 lot 1803120 to investigate for this record. As a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. H3 other text : see section h.10.

Event description:
It was reported that the syringe s2 2ml 23ga 1-1/4in bd china experienced leakage which was noted prior to use. The following information was provided by the initial reporter: found leak from the plunger rod. The lot # provided by cutomer is 1803120.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 2ml 23ga 1-1/4in bd (B)(4) experienced leakage which was noted prior to use. The following information was provided by the initial reporter: found leak from the plunger rod. The lot # provided by customer is 1803120.